Event description:
It was reported during a thoracotomy the tlv30 out of the package was fired, the surgeon heard a big crunch. The staples did not form properly. The instrument was reloaded and fired fine. There was no consequence to the pt.